Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty auto-calibration valve on the smart pneumatic module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed a "run-time calibration failure- 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.